Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient. Medical history included cardiac disorder. Concomitant medications included acarbose and tangi. The patient received insulin lispro (humalog, cartridge) via humapen luxura subcutaneously, six units(u) tid, for treatment of diabetes mellitus beginning in (B)(6) 2014. In (B)(6) 2015, time to onset of approximately eight months, the patient was hospitalized due to high blood glucose with fasting around 18 and postprandial was around 20 (units not provided). Due to the event, during the hospitalization, the physician increased the insulin lispro dosage to 10 u in the morning, 12 u at noon and 14 u at night. After hospitalization for 15 days, the patient was discharged. On (B)(6) 2015, time to onset of approximately eleven months, the patient experienced injection site bruising caused by injection pen fault as the button could not be pressed and solution could not be injected (product complaint pending). No corrective treatment was taken. On (B)(6) 2015, the patient discontinued insulin lispro due to injection pen fault. After discontinuation of insulin lispro, postprandial blood glucose was 12.3 and the morning of 11jul2015, fasting was 16.6 (units not provided). Outcome of high blood glucose was unknown and outcome of injection site bruise was not recovered. Insulin lispro was not rechallenged. It was unknown if the patient was a trained user of the device. General device duration was and suspect device duration was approximately eleven months. It was unknown if the suspect device would be returned. The reporting consumer related the events to insulin lispro. The patient is unwilling to follow up via phone. Update 16jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting

Manufacturer narrative:
(B)(4). No further follow up is planned. Evaluation summary: a female patient reported the injection button on her humapen luxura device could not be pressed and insulin could not be injected. She experienced increased blood glucose levels. Investigation of the returned device (batch 1304b07, manufactured april 2013) found sticky brown foreign material on the dial and under the lens. The pen was difficult to dial and would not dose. Malfunction confirmed. The user manual addresses correct care and storage of the pen to prevent contamination and instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use or storage. The foreign material contamination occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient. Medical history included cardiac disorder. Concomitant medications included acarbose and tangi. The patient received insulin lispro (humalog, cartridge) via humapen luxura (burgundy) subcutaneously, six units(u) tid, for treatment of diabetes mellitus beginning in (B)(6) 2014. In (B)(6) 2015, time to onset of approximately eight months, the patient was hospitalized due to high blood glucose with fasting around 18 and postprandial was around 20 (units not provided). Due to the event, during the hospitalization, the physician increased the insulin lispro dosage to 10 u in the morning, 12 u at noon and 14 u at night. After hospitalization for 15 days, the patient was discharged. On (B)(6) 2015, time to onset of approximately eleven months, the patient experienced injection site bruising caused by injection pen fault as the button could not be pressed and solution could not be injected (lot number 1304b07, product complaint number (B)(4)). No corrective treatment was taken. On (B)(6) 2015, the patient discontinued insulin lispro due to injection pen fault. After discontinuation of insulin lispro, postprandial blood glucose was 12.3 and the morning of (B)(6) 2015, fasting was 16.6 (units not provided). Outcome of high blood glucose was unknown and outcome of injection site bruise was not recovered. Insulin lispro was not rechallenged. It was unknown if the patient was a trained user of the device. General device duration was and suspect device duration was approximately eleven months. The device was returned on 20jul2015. The reporting consumer related the events to insulin lispro. The patient was unwilling to follow up via phone. Update 16jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 04aug2015: product complaint number (B)(4) was received from the product complaint organization on 11jul2015 and processed into case. Updated suspect device name and model number. Updated narrative with new information. Update 18aug2015: additional information received on 17aug2015 from the global product complaint database added the device specific safety summary, returned dated of the device, and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.